Event description:
I opened a new box of cartridges for the tandem tslim insulin pump and the syringes used to remove insulin from the vial and fill the cartridges had no needle. Every other box I have used has had the needle packaged with the syringe. The external packaging was no different than the attached needle sets. The instruction manual was the same. How can they alternate internal packaging without any notice on the outside? Why would I ever think it was different? I had packed for a trip and did not include any needles because there was no indication they were not included with the syringes. I could have had a very dangerous situation with no way to inject insulin because tandem is packaging all sets the same. Excel (mfg) tandem (ext label). FDA safety report ID # (B)(4).